Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 14fr esheath+, the valve would not advance through non-expandable portion of esheath+. The esheath+ appeared to be kinked at this area. The esheath+ and delivery system were removed without incident and no injury to the patient. Once resistance was met, imaging revealed a bent valve strut that was stuck in the sheath. The struts of the valve frame puncture through the sheath causing 2 little pinholes. The patient was stable and discharged. The perceived root cause of the esheath+ resistance was the valve was stuck in the sheath. The device was discarded and will not be returned.

Manufacturer narrative:
A supplemental reported is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: device code, type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site revealed two struts bent outward at the inflow side. There was also mild calcification and mild tortuosity within the access vessel. The complaint for frame damage was confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, ''during a right transfemoral tavr procedure with a 14fr esheath+, the valve would not advance through the non-expandable portion of esheath+. The esheath+ appeared to be kinked at this area. The kink appeared in the white portion of the esheath. The struts of the valve frame punctured through the sheath causing 2 little pinholes.'' Per the IFU and training manual, the sheath must be properly inserted in order to facilitate a smooth transition of the crimped valve through the sheath. If the sheath is not inserted properly, the sheath lumen can become distorted thus creating additional resistance for valve delivery. This resistance can result in frame damage, as reported. In this case, sheath kinking was reported during delivery system and valve insertion through the sheath. It is possible that the valve struts caught within the sheath during the delivery system insertion which resulted in the bent strut. Additionally, bent struts were revealed at the inflow side of the thv per provided imagery. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. As such, available information suggests that procedural factors (kinked sheath, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.